Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: essure segments in uterine tissue') in a (B)(6) year old female patient who had essure (ess205) (batch no. 509797) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed along with essure insertion" on (B)(6) 2006. The patient's previously administered products included for an unreported indication: norethindrone acetate. Concurrent conditions included hypertension and diabetes. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2006 for contraception and bleeding genital and norethisterone (norethindrone) since 2001 for menorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("physical pain/ pain/ pelvic area"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection,"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: essure segments in uterine tissue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, embedded device, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs received. Case become incident. Lot number added. The previously reported event physical pain is updated to physical pain/ pain/ pelvic area. New events: migration of essure device location of device: essure segments in uterine tissue, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, depression, mental anguish, ablation performed along with essure insertion were added. Medical history, treatment drugs and concomitant drugs were added. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: essure segments in uterine tissue') and device dislocation ('migration') in a (B)(6) female patient who had essure (ess205) (batch no. 509797) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed along with essure insertion" on (B)(6) 2006. The patient's medical history included gastric bypass, vaginal irritation, premenstrual dysphoric disorder, joint stiffness, metrorrhagia and peripheral neuropathy. Previously administered products included for an unreported indication: norethindrone acetate. Concurrent conditions included hypertension, diabetes and type 2 diabetes mellitus. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2006 for contraception and bleeding genital, norethisterone (norethindrone) since 2001 for menorrhagia as well as glimepiride since (B)(6) 2005, hydrocodone (B)(6) 2006 to (B)(6) 2017, ibuprofen (B)(6) 2006 to (B)(6) 2017, lisinopril since (B)(6) 2005, metformin hydrochloride (glucophage) since (B)(6) 2005, metformin since (B)(6) 2005 and sertraline since (B)(6) 2011. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("physical pain/ pain/ pelvic aera"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection,"), depression ("psychological or psychiatric problems condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: essure segments in uterine tissue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain") and vaginal infection ("vaginal infection"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery ( hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device dislocation, device expulsion, depression and anxiety outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, urinary tract infection, abdominal pain and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient has received treatment for event abnormal bleeding, migration, bladder/urinary problems. Discrepancy noted insertion date of essure device: (B)(6) 2006 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. Lot number: 509797 manufacture date: 2006-03 expiration date: 2008-02 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal pain, vaginal infection, vaginitis, depression, pain in female genitalia on intercourse, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event outcome of vaginal hemorrhage was updated as recovered. Rcc comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: essure segments in uterine tissue') in a 36-year-old female patient who had essure (ess205) (batch no. 509797) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed along with essure insertion" on (B)(6) 2006. The patient's previously administered products included for an unreported indication: norethindrone acetate. Concurrent conditions included hypertension and diabetes. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2006 for contraception and bleeding genital and norethisterone (norethindrone) since 2001 for menorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("physical pain/ pain/ pelvic aera"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection,"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: essure segments in uterine tissue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, embedded device, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion.. Lot number: 509797, manufacture date: 2006-03, expiration date: 2008-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: essure segments in uterine tissue'), device dislocation ('migration') and genital haemorrhage ('gen. Abnormal bleeding') in a 36-year-old female patient who had essure (ess205) (batch no. 509797) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed along with essure insertion" on (B)(6) 2006. The patient's previously administered products included for an unreported indication: norethindrone acetate. Concurrent conditions included hypertension and diabetes. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2006 for contraception and bleeding genital and norethisterone (norethindrone) since 2001 for menorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("physical pain/ pain/ pelvic aera"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection,"), depression ("psychological or psychiatric problems condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: essure segments in uterine tissue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal infection ("vaginal infection"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full),salping. (Bilateral) and hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device dislocation, device expulsion, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, abdominal pain and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. Lot number: 509797, manufacture date: 2006-03, expiration date: 2008-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Events abdominal pain, gen. Abnormal bleeding, migration and vaginal infection added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.